Manufacturer narrative:
Device evaluated by MFR.: the sentinel cerebral protection system (cps) was returned without the device packaging and analyzed by a boston scientific quality engineer. Visual inspection of the sentinel cps noted the proximal filter was unsheathed, the articulating distal sheath was relaxed, the distal filter was unsheathed, and the distal filter slider (#3) was bent/kinked. The distal filter slider (#3) bend/kink is not related to the reported event of foreign material was inside the sterile packaging and can be attributed to manipulation applied to the device during handling/preparation. Analysis of the packaging could not be performed as only the sentinel cps was returned. A photo was provided for analysis and reviewed by a boston scientific quality technician. The photo showed a piece of cardboard inside the packaging of the sentinel cps, confirming the reported event of foreign material inside the sterile packaging.

Event description:
It was reported that foreign material was inside the sterile packaging. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve replacement procedure. During preparation, before opening the device, a piece of cardboard was identified inside the sterile packaging of the sentinel cps. The device was exchanged for another to complete the procedure. There were no patient complications.

Event description:
It was reported that foreign material was inside the sterile packaging. A sentinel cerebral protection system (cps) was selected for embolic protection during a transcatheter aortic valve replacement procedure. During preparation, before opening the device, a piece of cardboard was identified inside the sterile packaging of the sentinel cps. The device was exchanged for another to complete the procedure. There were no patient complications.